Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 18 bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm in gel x14. Dirty tube x4.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure modes for ink on the tube and foreign matter in the gel with the incident lot were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 18 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm in gel x14, dirty tube x4.